Manufacturer narrative:
The pump was received with a scratched case and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was, 3 and software error detected alarms noted during the testing. However, software error detected found in the formatted history file, problem isolated on the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump did pass self test. No harm requiring medical intervention was reported. The device was returned for analysis.